Event description:
The following has been reported: biomed reported: "it was reported to that there was a pump problem. Cleaned av (actuator valve) and guide pins. Searched though the history log found pump problem on (B)(6) at 23:33. Checked the battery health. The battery health is 66. Replaced the batteries and charging the pump. After charging the batteries, tested the pump. While testing the pump there were no problems. Patient harm: unknown. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.